Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer reported blood glucose level was within target range. Additionally, the customer reported an elevated blood glucose level in the morning of 360 mg/dl. The customer changed the supplies son the pump and delivered a correction bolus. Additionally, it was confirmed that the customer resumed insulin delivery and received an accurate fill estimate.